Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was up to 300's mg/dl. The customer reported that they did not see any damage but could hear a popping noise when the reservoir was screwed in. The customer reported that the reservoir was not able to lock in place. The customer stated that the insulin pump had no delivery alarm when they were connected to the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.